Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal tissue, the device allegedly auto fired. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be clean and the device was returned in half primed condition. Upon functional testing, the top slide was able to lock into place. Then the bottom slide was pushed into the device and was also able to lock into place. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were fully engaging with the device housing. The device was disassembled and internal parts were inspected. Upon disassembly, it was noted that the right bumper was found to be not seated in the correct position. Therefore, the investigation is confirmed for the reported self activation issue, as the device self activated upon drop test. A definitive root cause for the alleged self activation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 01/2019), (method, result, conclusion) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the device allegedly self activated. The procedure was completed using another device. There was no reported patient injury.